Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancement, and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the smart coil was able to advance through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance out of the introducer sheath due to the friction lock. Therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.